Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus on (B)(6), 2012 during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, the device was not tested prior to using it in the procedure. During the procedure, after successfully deploying a wallflex esophageal fully covered stent within the esophagus, holes were noticed on the stent covering. The device was removed from the patient and a second wallflex esophageal fully covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4) stent cover damaged. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.